Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced and deployed with no issues. However, when the device was retrieved, a kink was noted in the guide catheter causing the shaft to kink which resulted to break. The device was manually and completely removed from the patient's body with no problem. No patient serious injury or adverse event were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced and deployed with no issues. However, when the device was retrieved, a kink was noted in the guide catheter causing the shaft to kink which resulted to break. The device was manually and completely removed from the patient's body with no problem. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since the correct date was not provided. Device evaluated by MFR.:device technical analysis: the returned product consisted of synergy ous mr 2.50 x 16 stent delivery system. Visual and microscopic examination of the crimped stent identified damage at the first stent strut on the distal end and damage on the first stent strut on the proximal side. Blood was also identified on the inside of the balloon and the shaft polymer extrusion at the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. As blood was identified inside both the balloon and the shaft polymer extrusion, a leak test was performed to determine if the balloon had ruptured. A tuohy was attached to the encore inflation device and this was attached to the proximal end of the broken hypotube. The balloon did not inflate due to the presence of dried blood or other solidified media in the device lumen. The device was soaked in a water bath. The device was removed from the bath and the balloon was again attached to the inflation device. It was noted that the balloon inflated slowly to the rated burst pressure of 18 atmospheres without issue with no leaks or ruptures noted. It was also noted the balloon deflated slowly when negative pressure was applied. This may have been due to presence of solidified blood or other inflation media in the lumen of the device. Visual and tactile examination of the hypotube identified a hypotube break 620mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. Visual and tactile examination of shaft polymer extrusion revealed no issues. Visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.